Manufacturer narrative:
It was reported that the balloon ruptured while in use in a patient, while preparing to transport the patient from (B)(6) hospital using a cardiosave iabp. The balloon in use was an arrow 1:1 30cc 8ft catheter. The patient was flown to (B)(6) hospital without iabp support. There was no harm or injury to patient and no adverse event was reported. A getinge stm, the staff reported to the stm that blood back occurred on iabp prior to transporting patient to another facility. The stm replaced the pim assembly, during repair the stm noticed unrelated error code #137, a separate service order was created to reflect that repair. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the balloon ruptured while in use in a patient, while preparing to transport the patient from (B)(6) hospital using a cardiosave intra- aortic balloon pump (iabp). The balloon in use was an arrow 1:1 30cc 8ft catheter. The patient was flown to (B)(6) general hospital without iabp support. There was no harm or injury to patient and no adverse event was reported.